Event description:
It was reported that prior to starting a da vinci standard surgical procedure, during testing, the surgical staff reported that the large needle driver instrument was not working properly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument wasn't working properly was confirmed. Instrument was found with frayed cable at distal idler pulley. Frayed cable section is approximately 0.05 in length. No damage was found on pulleys, they spin freely. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.